Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8318931. Medical device expiration date: na. Device manufacture date: 2018-11-14. Medical device lot #: 8318937. Medical device expiration date: na. Device manufacture date: 2018-11-14. (B)(4). Investigation summary: the customer provided five hundred (500) samples for evaluation. All of them have a plastic shield. Each of them was inspected under a 10x magnifier lens. None of them show any crack in the white epoxy at the needle and the needle hub joint. No defects were observed to the needles. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on the investigation and the analysis of the photos provided the symptom reported by the customer can¿t be confirmed. The lot was produced for 0.4mm units; therefore, the cpm is 2.5. We will continue monitoring the trend of this lot and symptoms. Update 8/14/2020 each lot was produced for 0.4mm units; therefore, the cpm for each lot is 2.5. We will continue monitoring the trend of these lots and symptoms. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification. Root cause description: the samples received didn¿t show the symptom reported by the customer; therefore, no root cause could be provided. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 25ga 5/8in trans orange hub was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 302886 batch no: 8318931 & 8318937. It was reported that "parts have significant gouges on the needles often raising the metal and the epoxy on the product is cracked."